Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing or in the device trace download. Device received with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, audio anomaly, and physical damage. The customer reported that the buttons were sticking and they were not being notified for low battery alerts. It was also reported that the customer experienced a high blood glucose level of 275 mg/dl and treated with a manual injection and insulin pump. Troubleshooting was declined by the customer. The device will be returned for analysis.